Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8250581, medical device expiration date: 2023-10-31, device manufacture date: 2018-09-07, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples or photos were received for evaluation therefore failure mode could not be verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 8250581 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was observed with "silicone" between the hub and needle during use, which looked "frayed, swollen, or loose". Lot# 8250581 and an unspecified lot were reported to have been involved in this incident, each with 1 occurrence of the event. The following information was provided by the initial reporter: "per the primary reporter, on 2 separate occasions (one on (B)(6) 2019 and one within the last week or two) for 2 separate patients, the provider prepared the medications. He noticed something about the silicon piece between the hub and the needle. The reporter said it was inside the hub and it looked like the silicone was frayed, swollen, or loose. The reporter added, "it did not look right. Like there was something extra inside or extra silicone.""